Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual "test sound" test was performed and failed due to low audio. Functional tests were performed and the audio test failed. An internal visual inspection was performed and passed. The receiver and battery were troubleshooted and an issue was found with the main board. The audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective main board. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).